Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Visual inspection of the device found no damages to the balloon or catheter of the device. Microscopic inspection found a pinhole in the proximal section of the balloon. Additionally, during the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional inspection of the device was performed by connecting the device to an alliance inflation system. The balloon was inflated without problem, however, it did not hold the pressure due to the pinhole in the balloon. Dimensional inspection measured the outer diameter of the ro markers and confirmed that both proximal and distal markers were within specification. The pinhole found could have been interpreted by the customer as the reported event of balloon burst. The pinhole encountered in the balloon may happen due to: encountered factors during the procedure, the interaction of the device and scope while the catheter's advancement in higher elevator angles, and the device's design as a contributor factor. These factors and interactions could have influence in the damage found in the balloon. For these reasons, the most probable cause of the event is caused traced to device design. Investigation concluded that the balloon pinhole was likely caused by the radiopaque (ro) marker on the device during use. When the hurricane rx biliary balloon dilatation catheter device is used at high elevator angles (>70 degrees, which is a range of angles infrequently used to reach the desired target location), interaction between the device and the scope can contribute to balloon pinholes due to ro marker contact with the balloon. On (B)(6) 2021, a corrective action was implemented to reduce the potential for similar balloon pinhole events. The corrective action included applying glue around both edges of the ro markers during manufacturing, which adds a protective layer around the ro marker and reduces the potential for balloon pinholes during use.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the balloon was able to be inflated; however, it eventually burst. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.